Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that inlet of seventeen (17) luer lock-to-bag-adapters were obstructed which resulted in restricted fluid flow. This issue was further described as, ¿the luer adapter end is not punched out which prevents the flow of liquid through the bag adapter¿ and ¿the connection of the luer-to-bag adapter to the additive port during production would not flow¿. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between march 11th, 2023 and march 12th, 2023. Seven samples were received for evaluation. A visual inspection was performed, and it was observed that there were deformed translucent defect areas inside the adapter barrel fluid pathway of all samples. Functional testing was performed, and it was noted that fluid flow was restricted of samples 1 through 5 and a constricted fluid flow was observed of samples 6 and 7. Magnified inspection of samples 1 through 5 observed the deformed blocked translucent area inside the barrel fluid pathway and a small open area inside the barrel from the deformed area of samples 6 and 7. Defects were located approximately 10.00 mm from the male luer lock outlet of all samples and no contamination was observed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.